Event description:
It was reported that, within one day post implant, the right atrial (ra) lead exhibited undersensing and non capture at high output pacing in unipolar and bipolar configurations. A chest x-ray was performed and a dislodgment was confirmed as the lead was hanging down in the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.